Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: outer flow tub leakage was confirmed. The fiber's outer flow tube was found to be damaged approximately 7cm distal the control knob; the fiber was also found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. Mild char on the metal cap and mild devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified fiber cap issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedure factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, a leak at the lower end of the irrigation tube was observed; the fiber would fire then stop/fire intermittently @ 38, 156 joules of use and 23:57 minutes. The procedure was completed using a second fiber. Patient outcome: "no harm to patient".